Event description:
A woman was undergoing plastic breast reconstructive surgery. The woman received a burn on her nipple due to a spark from the #0014 electrode. The account did not return the unit in question for an evaluation by MFR. It is unclear whether alleged "hole" in insulation occurred prior, or during surgery. The hosp completed surgery using another #0014 electrode from a new lot.